Event description:
Patient reported right side rupture. An ultrasound confirmed "intracapsular rupture." Explanting physician reported ¿biocell replacements.¿ the device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., g.1., h.3., h.6. Device evaluation. Visual analysis of the returned device identified: underweight, broken shell, missing a piece of shell (0-25%), wear abrasion, and crease flat. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on posterior assessed as unidentified (tear) opening. - missing shell assessed as inconclusive.

Event description:
Patient reported right side rupture. An ultrasound confirmed "intracapsular rupture." Explanting physician reported ¿biocell replacements.¿ the device has been replaced.